Event description:
It was reported that a midline catheter tip was broken during insertion and removed by open surgery. Additional information 20aug2023 we believe that the midline breakage we experienced this time was more a problem with the operator's technique in the process of using the all-in-one product than a problem with the product itself. Therefore, we did not make inquiries according to the company supplying the product. We are still applying the midline catheter to patients after undergoing training.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-03614 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-03545.

Event description:
It was reported that a midline catheter tip was broken during insertion and removed by open surgery. Additional information, 20aug2023: we believe that the midline breakage we experienced this time was more a problem with the operator's technique in the process of using the all-in-one product than a problem with the product itself. Therefore, we did not make inquiries according to the company supplying the product. We are still applying the midline catheter to patients after undergoing training.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.